Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 25. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded tothe manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.